Event description:
It was reported that the patient received shocks. Upon interrogation, several episodes were recorded. Most of the episodes had been discriminated as svt, while few were recorded as vt. As per the physician, all episodes were svt. The patient received unanticipated therapy and the physician decided to reprogram the device. The device remains in service and the patient medical condition is good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.